Event description:
New information noted the event was first observed remotely via merlin.net.

Event description:
Related manufacturer reference number: 2017865-2023-21035. It was reported the atrial and right ventricular leads exhibited noise that triggered pacing inhibition. The atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead was returned in one piece for analysis. Electrical, visual, and x-ray evaluation were normal with no anomalies found.